Event description:
User facility reported the novasure system alarmed for a failed cavity integrity assessment (cia) test. The user removed the disposable novasure device and attempted another cia test with a second device. The user found that the cavity length had increased with the second novasure device and suspected a uterine perforation. This was confirmed with a hysteroscope. The pt was treated with antibiotics and discharged the same day.

Manufacturer narrative:
The novassure disposable devices were discarded by the user. A review of the manufacturing records for the identified lot revealed no non-conformities or abnormalities related to the reported info. All devices passed final testing. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity to the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.